Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery. The 50% stenosed target lesion was located in a non-tortuous and non-calcified unspecified lesion. A 2.0mm x 120mm x 150cm coyote balloon catheter was selected to post-dilate the lesion. Upon the first inflation, the complaint device ruptured before reaching the final shape and rated burst pressure. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a coyote balloon catheter with the box and hoop. Multiple shaft kinks were noted. Examination under magnification revealed a balloon pinhole 42mm proximal to the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery. The 50% stenosed target lesion was located in a non-tortuous and non-calcified unspecified lesion. A 2.0mm x 120mm x 150cm coyote¿ balloon catheter was selected to post-dilate the lesion. Upon the first inflation, the complaint device ruptured before reaching the final shape and rated burst pressure. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.